Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) confirmed that the customer had already pushed the peek tubing further into the column before arrival onsite to address the reported event. The fse found the g8 instrument sitting on a cart where waste tubing had to go up 6 inches before going down to the waste bottle, causing waste liquid to back up and low total areas. The fse helped the customer move the instrument to a different cart. The fse went through sampler alignment and lubricated the z1-axis on the sampler. The fse provided training on instrument operation and how to replace the sampling needle assembly. No further action was required by the fse. The g8 instrument was performing within specifications. The g8 instrument, serial number (B)(4), was installed at the account on 27-sep-2017. A complaint history review and service history review for similar complaints was conducted from 27-sep-2017 through aware date 06-nov-2017. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 2, pre-installation, states the following: 2.5 connections. Waste tube. Insert the waste tube firmly into the waste port located on the bottom of the main unit. (Refer to fig. 2-9). Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. Note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. Chapter 5, maintenance procedures under step 5.6, column replacement, the operator's manual states provides step-by-step instructions on column replacement, which includes directions on proper inlet tube connection. The most probable cause of the reported event was due inlet peek tubing and waste tubing not being properly connected.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion not yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported seeing a leak after column and filter replacement on the g8 instrument. The customer was unable to run patient samples on hemoglobin a1c (hba1c). On 07-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.